Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the wired footswitch did not work. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a neurovascular diagnosis procedure which was completed using a hand switch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was not working. The defective wired footswitch was returned to philips for failure analysis, and the cause of the failure was found to be a cable defect. Several smaller instances of damage on the cable isolation and one larger cut showed the inner strands of the cable along with cable deformation. To resolve the issue, fse replaced the wired footswitch, and the system was returned to good working condition. The codes were updated based on the investigation outcome.